Event description:
Pt's daughter stated the cycler had a scale 6 alarm during ccpd treatment in drain 0, which started after a pillow fell and hit the drain bag. The screen showed 2600 ml drained and the weight bag was only half full. Per tech support, the scale reading was appropriate. The cycler was reset up and pt resumed back to drain 0. Daughter stated that during the drain 0, the volume read -2140 ml and jumped to 0. Per tech support call, pt drain 20 ml, felt empty, and was by passed to fill 1. At this time, the daughter stated that solution bags on top looked like it was filing the drain bag and pt at the same time. Daughter stated that it looked like the drain bag was filling while the pt was filling because, the drain bag looked over half full, usually it is only 1/3 full. Denied opening any of the covers at any time. One of the two solution bags looked almost empty. Fill 1 was completed with 2000 ml. Daughter stated, the pt felt full, uncomfortable, and a little short of breath but also stated, pt uses an oxygen mask because of another condition. Pt was then bypassed to drain 1 and obtained 1620 ml, then treatment was cancelled. Pt still felt like she had fluid remaining and the daughter did a manual drain, obtaining 2550 ml. Per daughter, pt felt better and was fine after draining. The cycler was replaced, and per daughter and nurse, pt doing fine.

Manufacturer narrative:
(B)(4) - pt complained of "felt full, uncomfortable, and a little short of breath." (B)(4).